Event description:
The lesion was a 75 to 95% stenosis, mildly tortuous and heavily calcified, as in the proximal lad. The 3.0x12 zeta was placed, and post-dilatation was performed as there was not sufficient dilatation because of heavy calcification.the patient's condition sharply deteriorated, and pci was performed on the patient again on the morning of 2005 sat was observed near the proximal edge of the zeta, adn although pci was performed, the patient passed away.